Manufacturer narrative:
The pump has been returned and evaluated by product analysis on 08/13/2014 with the following findings:during testing, the display screen text was found to be dim, faded, and discolored. Unrelated to the complaint, evaluation revealed that the keypad cover was found to be lifting/peeling from below the ok button. All keypad buttons responded appropriately to button presses during testing. The keypad cover was removed and no evidence of contamination or other anomalies were found on any button contacts. (B)(6).

Event description:
The pump was returned for investigation. Investigation revealed that the display screen text was dim, faded, and discolored. There is no adverse event associated with this complaint. This report is made based on results of investigation completed on 08/13/2014.